Event description:
It was also reported that the patient experienced more epileptic seizures. Product analysis was completed on the returned generator and lead. There were no performance, or any other type of adverse conditions found with the pulse generator. Other than the abraded opening, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure.

Manufacturer narrative:
B1 adverse event or product problem, corrected data: initial report inadvertently forgot to also select adverse event b2 outcomes attributed to adverse event, corrected data: initial report inadvertently forgot to select 'other serious b5 describe event or problem, corrected data: initial report inadvertently did not note that the patient was experiencing increased seizures f10 adverse event problem, corrected data: initial report inadvertently left out codes 'e010901' and 'f0101.'

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient underwent a full revision due to having high impedance. The explanted devices are available for return but have not been received to date. Additional information received noting that during surgery the surgeon tried reinserting the lead pin first but this still resulted in high impedance so they moved forward with a full revision. No visual damage was observed on the lead. No other relevant information has been received to date.

Event description:
The explanted devices were received but product analysis is still underway.